Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl), 445 mg/dl, 320 mg/dl, and 240 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.